Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery for an unrelated procedure. It was noted that there was noise on the atrial lead. Non sustained right ventricular oversensing was also noted on the implantable cardioverter defibrillator (ICD). The atrial lead was capped (B)(6) 2018. The ICD was also explanted and replaced. The patient was stable before, throughout, and post procedure.